Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include, dressing integrity compromised or a depleted battery, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during npwt, the renasys go battery light was yellow, the patient felt like no suction was being applied to the dressing on her left knee .her left leg, left ankle and left foot were swollen. It is unknown how the treatment was resumed. No patient injuries or other complications were reported. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly